Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had a right tka, underwent a revision procedure due to an unstable knee. The patient was sized up to a size 3 x 13 crc poly. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return as they were thrown out by the hospital. No device images were provided. No further information.